Event description:
It was reported the pt is not experiencing adequate pain relief. The sjm rep reprogrammed the pt and was able to provide adequate stimulation, but the pt was still not experiencing adequate pain relief. The physician indicated the position of the lead is correct. The pt is to meet with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.